Manufacturer narrative:
(B)(4). The DHR for the instrument in question, was reviewed and found completely without any irregularities. This instrument was manufactured at (B)(4) as part of a (B)(4) lot in october of 2015. Since the instrument was not returned for evaluation we are unable to validate this complaint or determine root cause. All instruments are thoroughly inspected and function tested at time of manufacture. No corrective action required at this time.

Event description:
A clip remained stuck in the jaws. The physician used another applier and suture to remove the ligated part of the artery and the first applier. There was no reported patient injury. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
A clip remained stuck in the jaws. The physician used another applier and suture to remove the ligated part of the artery and the first applier. There was no reported patient injury. The patient's condition was reported as fine.